Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the log files revealed suction, low flow, and high watt alarms, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that patient was implanted with bivads on (B)(6) 2016. It was stated that the patient's chest was closed in the operating room, at which time flows on lvad 4.8lpm, 2700rpm, 3.9w. Rvad flows: 5.5lpm, 2500rpm, 3.4w. However he continued to have increased CT output for approximately 24 hours post implant. Lvad and rvad flows decreased to 3.0-3.5lpm. Pt was given multiple units of platelets in an attempt to decrease bleeding. A decision was made to take the patient back to the operating room for re-exploration. Per cardio thoracic surgeon he was lifting the heart to check for bleeding at the apex at which time the "flows decreased and the power increased. It was obvious the rvad wasn't working". A tee probe was dropped which reportedly showed a large clot in the right ventricle (rv), "the pump continued to have no flow". The surgeon noticed the blood in the "outflow graft from the rvad was flowing backwards, from pulmonary artery (pa) to rv". The surgeon began striping the rvad outflow, the rvad was turned off, the surgeon reports that he continued to strip the tube until there was no more clot seen. Per CT surgeon patient "continues to oxygenate well and does not have any sign of pe". Patient was given heparin in the operating room for suspected thrombus. Lvad flows remained constant throughout incident. Of note, the rvad increased watts on (B)(6) 2016 around 1300. Pt was then taken back to the operating room a second time because he continued to bleed, after re-exploration no source was found, additional bleeding was attributed to heparin. Patient had been doing well until the night of (B)(6) 2016 at which point he was found to have additional bleeding from his chest tube sites. Patient was taken back to the operating room, on (B)(6) 2016, patient was placed on cardiopulmonary bypass (cpb) at which time the rvad was turned off and removed from the sewing ring. At this time the surgeon was able to remove the tricuspid valve (tv) as well as the glove fingertip that had originally been placed around the inflow cannula to secure the sewing ring. A large clot was also removed from the rv. The rvad was then inserted into the right atrium (ra) sewing ring past the silicone ring and locked down/secured in the usual fashion. Patient continued to have some "oozing" but improved with the administration of blood products. No additional information available.